Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot and charge. The receiver download and functional testing was unable to be performed. Opened receiver case for interior and battery inspection: no moisture damage. Defective battery, ic chip was cracked/ damaged (battery voltage= 0.0v).the complaint was confirmed receiver ceases to function due to defective batter. The root cause was defective battery.